Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a patient received an over infusion of an unknown drug in the ER. The clinician claimed that there was a free flow event, however, the biomed department was unable to duplicate the issue with the event pcu and lvp. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a free flow event was not confirmed. Review of the pcu event log shows that there were two instances in which the safety clamp (flo stop) was opened during the infusion near the reported time of the event. The first was at 9:52 pm when it was open for 6 seconds and then again at 9:56 pm when it was open for 3 seconds, however it cannot be determined if this was when the user experienced free flow. The root cause of the customer¿s report of a free flow event was not identified. The device and primary set were not returned for investigation.